Manufacturer narrative:
Additional information has been provided in h.6. And h.10. There was no sample received for evaluation at this time and the customers reported event, was not able to be confirmed. There was no further information obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the quadrant removal of a cataract extraction procedure, the handpiece stopped delivering ultrasound and began to heat up. The handpiece was replaced and the surgery was completed with no harm to the patient.